Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially complained of nozzle alarms on the cobas 8000 e 602 module. A sample was run but no results were produced. The customer observed bubbles in the reservoir cup. The customer replaced the bottle of procell and repeated patient samples that had been run prior to observing the bubbles in the reservoir cup. The customer repeated 5 patient samples for various assays. The results for 1 patient tested for elecsys ferritin (ferritin) were erroneous and had been reported outside of the laboratory. The initial ferritin result was < 0.5 ng/ml. The sample was repeated twice with results of 3.2 ng/ml and 9.3 ng/ml. There was no allegation that an adverse event occurred. The ferritin reagent lot number and expiration date were not provided. On (B)(6) 2017 the field service engineer (fse) visited the customer site and replaced the filter of the procell nozzle. The customer was receiving alarms related to insufficient volume of procell in the reservoir cup even though there was enough procell in the bottle. This could occur if the filter of the procell nozzle was loose or damaged. After the filter was replaced by the fse, no further issues were observed. The root cause of the issue was determined to be the loose or damaged procell nozzle filter.